Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a yellow wrench alarm when the mobile power unit (mpu) was plugged in on 09aug2024. The mpu was not connected to the patient at the time of the alarm. The patient attempted to troubleshoot by plugging the mpu into multiple outlets and tried exchanging the aa batteries, however nothing resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the mpu was plugged into ac power, and it did not power on as intended. The yellow wrench alarm was active and resulted in a no external power alarm on the system controller. The issue was isolated to the power supply pcba. No further testing was performed, and the unit was forwarded to ppe for further evaluation. Circuit analysis of the power supply pcba revealed an electrically compromised c5 capacitor. The output voltage was consequently fluctuating. Due to the voltage fluctuations, the board did not consistently output the 15vdc required to power the main pcba. Replacing the component resolved the issue. The reported event of a yellow wrench alarm on the mpu was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective and preventative action (CAPA) was initiated to further address the observed issue. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was confirmed. During the evaluation of the returned mpu, serial (B)(6), the mpu was plugged into ac power, and it did not power on as intended. The yellow wrench alarm was active and resulted in a no external power alarm on the system controller. The issue was isolated to the power supply pcba. No further testing was performed, and the unit was forwarded to ppe for further evaluation. Circuit analysis of the power supply pcba revealed an electrically compromised c5 capacitor. The capacitor was swollen and leaking from the top. The output voltage was consequently fluctuating. Due to the voltage fluctuations, the board did not consistently output the 15vdc required to power the main pcba. Replacing the component resolved the issue. The root cause for the reported event was due to a damaged capacitor in the power supply pcba. A manufacturing analysis task has been initiated to further investigate the yellow wrench issue due to a damaged c5 capacitor of the power supply pcba. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. G) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. B) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.